Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75mmx12mm synergy ii everolimus-eluting stent failed to advance over the rx port and the stent got bent. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient's status was good.